Manufacturer narrative:
H2,3,6; g4: added add'l info. D5,6; h4: info not available. The product complaint analysis team has completed its investigation of the device. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: bullet tip condition, desufflation lever condition, conforming; inner gasket condition, conforming; outer gasket condition, conforming; sleeve condition, conforming and stopcock condition, conforming. Trocar condition. Functional tests & results: flapper door functional, conforming. Analysis conclusion: based upon the inquiry info rec'd and the visual examination, it was confirmed that the reported event occurred. The sleeve was rec'd with the inner gasket dislodged from it original position. The inner gasket was rec'd in a separate sealed pouch, complete. No obturator was rec'd with the device. No conclusion could be reached as to how the inner gasket had become dislodged from its original position.

Event description:
It was reported during a laparoscopic cholecystectomy the surgeon noticed a white rubber ring in the abdomen of the pt. The white ring was the seal to the flapper valve on the torcar. The seal was retrieved without incident. There was no consequence to the pt.